Event description:
Device 3 of 4. Reference MFR report: 1627487-2012-11175. Reference MFR report: 1627487-2012-11176. Reference MFR report: 1627487-2012-11178. It was reported by the pt experienced heating sensations while charging after her implant. It was reported about three years ago the pt had a stroke, and the physician recommended to discontinued the use of the scs system after the event. It was reported the pt currently had pain at her lead and ipg sites; the skin was tight over the ipg site. The daughter reported the physician felt the device might be pressing on nerves, however, did not want to undertake surgery to remove the system. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.